Event description:
Patient reported dissatisfaction with the device life span of the stimulator devices. Two of the last three units implanted gave one year service, and one unit gave only 6 months (see manufacturer report #6000032199800028). She had been told at the first implant in 1997 that the expected life span was 10 years. She has two devices implanted (one for the upper body and one for the lower body). The unit originally used for the upper body lasted 9 years; the unit used for the lower body lasted 6 months. The patient believes that the initial wiring for the lower unit was improperly installed which gave her short life expand of all units implanted for that site. The patient had nine procedures, including original implant, since 1997. She stated that she needed to be "rewired" and chose to be implanted with a different manufacturer system.